Manufacturer narrative:
Complainant did not provide information as to the channel or parameters that were being used when the reported event occurred. The lead wire package that came with the unit was never opened. Complainant did not provide electrodes that were used when the report event occurred. Full functional evaluation was completed on all waveforms on all channels and verified with an oscilloscope. The output was verified to be in specification. No labeling deficiencies were observed.

Event description:
Patient complained of shock during stim therapy.